Event description:
It was reported that balloon rupture occurred. The target lesion was minimally calcified, but the recoil was severe. A 6.0 x 200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. However, the balloon ruptured before the nominal pressure was increased. The procedure was completed with a different device. No complications were reported.